Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 320 mg/dl. The customer's nurse raised the customer's basal rates as a result of the event. After the event, the customer called back and stated that the insulin pump alarmed battery out limit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.